Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter stated that there were frequent and recurring loss of prime warnings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 02/03/2014-product analysis:the pump has been returned and evaluated by product analysis on 01/20/2014 with the following findings:the complaint could not be duplicated on investigation. A review of the pumps history revealed multiple alarms. The prime sequence and a 24-hour exercise test were completed successfully without issue, alarm, or warning. Evaluation revealed the force sensor was within calibration; no defect or damage was observed to the force sensor circuit.